Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple shock therapies after getting zapped by the truck engine. A review on the patient's data revealed that a total of 14 shocks were delivered and the ventricular rate appeared to be irregular, suspicious of atrial arrhythmia. All daily measurements were within normal range. Boston scientific technical services (ts) suggested to have the whole system check and to program the discriminators on. Additional information received confirmed that shocks were delivered for atrial fibrillation (af) with rapid ventricular response and that therapy was exhausted. There was no information if programming changes were done. This ICD remains in service. No adverse patient effects were reported.